Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver took the charge and booted up. The receiver logs were downloaded for review. During log review, unexplained power on events were observed on the incident date . The receiver functional test was performed and it failed. The receiver case was opened for battery and interior inspection and it passed. The reported event that the receiver ceased to function was confirmed due to an evidence found within the investigation window. The root cause could not be determined.